Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Right total knee. The patient had an infection in this knee prior to the index surgery. Due to the infection the implants in the index case were loosely cemented with the intent of clearing the infection and being revised to definitive implants. A stem was added to the tibial component to add stability to this construct. Subsequently the patient fell and fractured their distal femur. The revision today was performed to address the fracture. Preop cultures were negative for infection. No further information is available from the doctor or hospital.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a triathlon femoral component was reported. The event was confirmed via medical review. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinical review: a review of the provided medical records by a clinical consultant indicated: "the x-rays document a comminuted highly displaced supracondylar periprosthetic fracture above a tka. No documentation was provided to determine the root cause of this complication nor the reported infection of the index knee. Should further documentation become available I would be happy to further this investigation." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to a femoral periprosthetic fracture. A review of the provided medical records by a clinical consultant indicated: "the x-rays document a comminuted highly displaced supracondylar periprosthetic fracture above a tka. No documentation was provided to determine the root cause of this complication nor the reported infection of the index knee. Should further documentation become available I would be happy to further this investigation." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Right total knee. The patient had an infection in this knee prior to the index surgery. Due to the infection the implants in the index case were loosely cemented with the intent of clearing the infection and being revised to definitive implants. A stem was added to the tibial component to add stability to this construct. Subsequently the patient fell and fractured their distal femur. The revision today was performed to address the fracture. Preop cultures were negative for infection. No further information is available from the doctor or hospital.